Event description:
Lower anterior resection. Reportedly, the surgeon applied the stapler however the staples did not form or were not fired. However, the tissue was ligated. And, the surgeon said that pt will have to undergo another operation. In further discussion with the facility, the facility reports they do not feel this event was not the fault of the device.